Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device presented a damaged downstream occlusion sensor nub and double beeped. Error was found in the device ehl (event history log) multiple times. The customer stated problem was duplicated. Replaced downstream sensor. The cause of the reported problem was traced to the user of the device. A DHR (device history review) was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
It was reported the device clock battery, double beeped, during testing. No patient injury was reported.